Event description:
It was reported that over the weekend prior to the date of the report the laid down on their back and it hurt. It was noted that when laying it feels like it is sticking out and ¿push and it felt like it popped back in because it was sticking out.¿ it was noted that the implant was on the right side. It was further noted that the patient was playing ball with their son about a week and a half prior to the date of the report. The patient reportedly twisted and felt a sharp pain and since that time the patient¿s upper back area is in pain and feels tight. It was noted that the patient was feeling stimulation and getting therapy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).